Event description:
It was reported by a customer on (B)(6) 2010 the fiber cap detached inside of the patient at 164,927 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported.